Manufacturer narrative:
Section d references the main component of the device system; the other relevant components include: product ID 8709sc lot# serial# (B)(4) implanted: (B)(6) 2010 explanted: (B)(6) 2016 product type catheter h3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Eval code-conclusion applies to the catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient¿s implantable drug infusion pump. The drug being delivered was gablofen (concentration of 2,000 mcg/ml and dose of 270 mcg/day). The reason for use was cerebral palsy. It was reported that the patient was experiencing withdrawal symptoms with muscle tightness and spasms on (B)(6) 2016, and the patient was presented to the clinic. The catheter was explanted and replaced on (B)(6) 2016, with 17 cm of the catheter remaining in the patient¿s intrathecal space. The cap was accessed with existing pump and catheter attached, and the neurosurgeon was unable to withdraw fluid. The catheter was disconnected from the pump, no retrograde fluid observed from the catheter. The existing 7.6 cm segment of catheter at the pin connector site was disconnected, no retrograde flow csf. The decision was made to explant and replace with an ascenda catheter. When the spinal site was exposed, it was observed that the catheter was completely broken at the spine site. The doctor decreased the infusion rate to 150 mcg/day and would observe the patient overnight in the hospital. The pump was explanted, as it was close to end of life (eol) and the originally scheduled pump replacement was only two months away. The issue was resolved at the time of the report, with the patient alive and without injury. Additional information was received from the hcp stating that there was no clear cause found for the catheter being broken at the spine site. It was ¿broken, presumptively, at dural level.¿ it was also stated that the increased muscle tightness and spasms had resolved.

Manufacturer narrative:
The catheter was returned for analysis and analysis found a break in the catheter body. A printout showed that the device system was used to deliver lioresal (2000mcg/ml at 310.1 mcg/day). The conclusion code was updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.